Event description:
It was reported the patient is unable to establish communication with the ipg via the charging system. Attempts to rectify this issue using a replacement charging system were unsuccessful as it was reported communication between the ipg and charging system can only be established if the patient bends over. The next course of action in this matter has not been disclosed.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.